Event description:
It was reported that the lead exhibited loss of capture at maximum output. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device fired one clip and then the device jammed. Another device was used to complete the case with no patient consequence.